Event description:
It was reported to philips that the device displayed a service required inop message. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. J1 pins 6, 7, and 8 were damaged.